Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The exact product is unknown. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant but no information regarding the implant, implant procedure or revision have yet been received.